Manufacturer narrative:
Two samples were received connected to an unknown product. The samples were in used condition without their original packaging. Visual inspection noted the 15 millimeter connectors were attached to the unknown product. Functional testing included use testing. An attempt was made to separate the connector from the unknown product and it was very easy to separate the connectors with both samples. Additional samples were connected again to the unknown product and they were separated using a disconnecting wedge, once the wedge was inserted, the connectors were separated easily without applying any force. The diameter of the connectors were inspected and no discrepancies were found. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
It was reported that the airway adapter could not be separated from the neonatal/pediatric tracheostomy tube. No serious injury was reported in connection with this incident. The patient was however manually "bagged" while the airway adapter was removed from the tracheostomy tube assembly.

Event description:
It was reported that the airway adapter could not be separated from the neonatal/pediatric tracheostomy tube. No serious injury was reported in connection with this incident. The patient was however manually "bagged" while the airway adapter was removed from the tracheostomy tube assembly.